Event description:
It was reported that there was noise on the right ventricular (rv) lead channel of this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) reviewed the presenting electrogram (egm) and verified the noise on the rv channel. Later, there was oversensing of the noise. Ts suggested adjusting the sensitivity. No adverse patient effects were reported. Currently, this crt-d system remains in service.